Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the interventional radiology procedure was completed by using the wireless footswitch. No harm to user/patient was reported to philips. The philips field service engineer (fse) went onsite and confirmed that the left-hand pedal on the wired footswitch in the exam room was not working and the cable of the footswitch was damaged. The fse replaced footswitch and returned to philips for further analysis. The analysis confirmed the wired footswitch had a cable damage, with a visible cut and identified that the footswitch failed to initiate the x-rays when the "on" button was pressed. After replacement, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the fluoroscopy pedal on the wired foot switch failed. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.